Event description:
Healthcare professional reported left side "exchange of textured breast implants due to the patient¿s concern with the product" and "fluid build up in the left side cavity per MRI and swelling." Healthcare professional additionally reported "positive alcl diagnosis." Cytology report provided "the tumor cells are diffusely positive for cd45, cd3, cd30, and gata3, and negative for ae1/ae3 and ck7." Pathological marker confirming alk- has not been received. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "exchange of textured breast implants due to the patient¿s concern with the product," "fluid build up in the left side cavity per MRI and swelling," and "positive alcl diagnosis."

Manufacturer narrative:
Additional healthcare professional contact information: oncologist dr. (B)(6), phone number: (B)(6). Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, crease fold, wear abrasion. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage.

Event description:
Healthcare professional reported left side "exchange of textured breast implants due to the patient¿s concern with the product" and "fluid build up in the left side cavity per MRI and swelling." Healthcare professional additionally reported "positive alcl diagnosis." Cytology report provided "the tumor cells are diffusely positive for cd45, cd3, cd30, and gata3, and negative for ae1/ae3 and ck7." Pathological marker confirming alk- has not been received. Device has been explanted.